Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited error e212 intermittently. According to the reporter, the issue occurred in the middle of an esophagogastroduodenoscopy diagnostic procedure. The intended procedure was completed with the same device. No delay in the procedure was reported. No patient harm or impact was reported due to the event.